Event description:
The clinician reports the implant was inserted (B)(6) 2014 in fdi 24. Details of surgery: sinus augmentation. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bone type IV and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection. No further patient complications were reported.